Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer display showed a ¿call your doctor¿ icon and had a power on reset (por) condition. It was noted that the patient noticed the screen this morning and increased stimulation last night. The patient did not recall seeing the low battery icon at all and they had not had any medical tests, and they were not aware of any other strong sources of emi. It was reported that the patient had a urinary infection and received medication of cipro yesterday and noticed they had to go more frequently and that was why they increased stimulation last night. The patient believed the increased to 3.2v and thought they were on program 4; however, they didn¿t quite remember. It was noted that the patient last had their device checked in 2009.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3093-33, lot# v055623, implanted: (B)(6) 2007, product type: lead. (B)(4).